Event description:
It was reported that customer experienced cgm error with g7 sensor and received error message 42 on pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed error did not reappear after reset, and then successfully started new sensor session with no further issues reported.